Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The lesion being treated was inside a restenosed stent previously placed in the mildly tortuous, moderately calcified mid lad. The target lesion was predilated with a 2.5mm maverick balloon. The physician placed a taxus express2 2.75x24mm drug eluting stent in the restenosed stent. The stent ballon was inflated for 10 seconds. The ballon deflated without difficulty. When he was pulling the catheter out, he felt resistance and the balloon was sticking to the stent struts. The physician inflated the balloon two more times before he was able to remove the balloon. The stent was post dilated with a quantum balloon. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined. There are no similar complaints of this nature related to this batch number.